Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "jumping from mode to mode on its own" ( erratic display). The customer reported the system is jumping from mode to mode on its own without any buttons being pushed. No system messages displayed. Additional information received from the customer stated the event occurred during surgery. The surgeon was able to complete the case as planned. This was the last case of the day. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The touchscreen was replaced and disposed of. Preventive maintenance was performed. The software was updated. The system was then tested and met all product specifications. (B) (4). (B) (4).